Manufacturer narrative:
The event date was estimated. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The event occurred at (B)(6). A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced an ischemic stroke in (B)(6) 2015. The patient lived alone and missed medicine when the stroke occurred. The patient was increasingly strict about their care and medicine, and recovered after approximately 1 to 2 weeks. No additional information was provided.